Event description:
It was reported that the patient presented to the hospital with dizziness. The device could not be interrrogated. The status of the device is unknown at this time. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.